Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when this issue occurred. The procedure was completed on a different system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Upon further investigation, the fse identified that the host pc did not boot up. To resolve the issue, the fse replaced the host pc. After the replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcomes.